Event description:
It was reported that at the user facility the device had a sticky trigger. It was further reported that during equipment testing conducted by a manufacturer service technician that the sticky trigger would result in the device having run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility, the device had a sticky trigger. It was further reported that during equipment testing conducted by a manufacturer service technician that the sticky trigger would result in the device having run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.